Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -6.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the issue.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a case/vial, dry with clear surgical residue on the lens. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - device code: 3001 should be corrected to 1401. Claim#:(B)(4).